Event description:
Boston scientific received information that the patient implanted with this pacemaker was admitted to the emergency room (ER) for an unknown reason. While in the room the patient's heart rate increased to 130 beats per minute. The physician saw no physiologic reason for the sensor to increased as the patient was just lying in bed. The physician confirmed the histogram was normal. When the patient was moved out of the ER room, normal rate pacing was noted. The health care professional (hcp) doubted there was mechanical ventilation and the sensors were adjusted in response. Boston scientific technical services (ts) discussed there may have been some interaction between the hospital monitoring or diagnostic equipment and the pacemaker using minute ventilation sensors. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.